Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after the implantable cardioverter defibrillator (ICD) system was implanted there was an alert on the right ventricular (rv) lead for low pacing impedance. The lead remains in use. No patient complications have been reported as a result of this event.